Event description:
Health professional was using the device on herself. She used the device incorrectly in that she placed the harness lead connectors against her skin. She had an allergic reaction which caused inflammation that led to skin urticaria.

Manufacturer narrative:
This insignificant risk of skin irritation is due to inappropriate use of the harnesses. This further prompted us to change the labeling to show a clear warning. The labeling has been changed to warn users not to place the harness connectors against the skin.